Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a male patient who received super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient began using super poligrip. An unknown time later, the patient experienced neuropathy, zinc increased and copper low. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unknown. Super poligrip is manufactured in (B)(4) and neither the lot number nor product was available. (B)(4).